Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk, during the use of this device.

Event description:
Following an atrial fibrillation ablation procedure with pulmonary vein isolation and cardioversion, a pericardial effusion was noted. During the procedure, no difficulties were noted and the patient left the procedure room in stable condition. However, the patient became hypotensive and an echography revealed an effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.